Manufacturer narrative:
The (B)(6) adjudication minutes were received and reviewed. The adjudication has determined that the post-procedure elevated enzymes are an arc (peri-procedural pci) defined as a myocardial infarction (mi). The adjudication has agreed with the determination of cardiac death related to dapt. The adjudication has also now indicated an event of late stent thrombosis which occurred approximately ten months post index procedure. The event was determined to be related to the study (cypher) devices. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of six products involved with this event which is associated with mfg. Report # 3003742446-2010-00400, 3003742446-2011-00111, 3003742446-2011-00112, 3003742446-2011-00113, 3003742446-2011-00114, and 3003742446-2011-00115.

Manufacturer narrative:
Approximately eleven months post implantation of six cypher rx stents the patient expired. The cause of death was listed as cardiac arrest (possible acute myocardial infarction). At index procedure the patient was admitted for unstable angina pectoris, positive functional test for ischemia and chf and uncontrolled hypertension. The target lesions were the first obtuse marginal (om1) and the posterior descending artery (pda). The patient had 99% stenosis of the first om1. The lesion was described as 80mm in length and de novo. The reference vessel was 2.5mm in diameter. Prior to stent implantation, pre-dilation was performed with a firestar balloon. A 2.25 x 23 cypher rx stent was then implanted at the target lesion at 12atm. A second 2.5 x 28 cypher rx stent was then implanted proximal to the first stent at 12atm, but this stent was not placed in the intended site and did not overlap as intended proximal to the first. After the second stent was deployed and angiography was performed the second stent was found to be 4-5 mm short of the first stent, necessitating placing another stent in between the first two stents to close the gap. There was no unusual force used at any time during the procedure. There was no positioning problem experienced. There was no difficulty or resistance during deployment. A third 2.5 x 8 cypher rx stent was then overlapped at 14atm between the first and the second stent to cover a gap between the two. A fourth 3.5 x 23 cypher rx stent was then implanted proximal to the first stent at 12atm. All four stents were post-dilated as part of standard procedure. Post procedure stenosis was 0%. The second target lesion was a 95% stenosis of the pda. The lesion was described as 48mm in length, de novo and anatomically complex. The reference vessel was 2.5mm in diameter. A 2.25 x 23 and 2.5 x 23 cypher rx stent were overlapped to fully cover the lesion after pre-dilation. Post procedure stenosis was 0%. Both stents were post-dilated as part of standard procedure. The patient was discharged the two day post index procedure without any indication of angina. Additional medical history included hyperlipidemia, hypertension, lvef normal (> 50%), congestive heart failure, diabetes mellitus type I, smoking (within 30 days), anemia, gi av malformation and mild renal artery stenosis, and stroke. Approximately eleven months post-procedure the patient expired. The patient died from cardiac arrest. It is unknown if there was any restenosis or thrombosis of the cordis stents. Although there was no diagnosis of myocardial infarction (mi), it was reported that this was believed to be the possible cause. There was no definite mi. No further angiography was performed post stent implantation. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Myocardial events are known potential adverse events associated with placement of coronary artery stents. Based on the available information no conclusion can be made regarding the relationship of the events and cypher stent implanted at index procedure. This patient's extensive medical history put her at an increased risk for mace. The stents remain implanted. A review of the manufacturing documentation associated with the lots of implanted stents presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken. Please note that this medwatch report represents one of six products involved with this event which is associated with mfg. Report # 3003742446-2010-00400, 3003742446-2011-00111, 3003742446-2011-00112, 3003742446-2011-00113, 3003742446-2011-00114, and 3003742446-2011-00115.

Manufacturer narrative:
Addendum ((B)(4) 2012): additional information was received on (B)(4) 2012. It was reported that the patient experienced dissection after the implantation of third 2.5 x 8mm cypher stent following the index procedure. As previously reported, the patient had total four cypher stents placed in the 1st obtuse marginal and two cypher stents placed in the posterior descending artery. Based on the revised crf, it was reported that the patient experienced dissection after the placement of 2.5 x 8mm cypher stent (third stent). And, the fourth cypher stent was advanced to cover the dissection. No additional information regarding the dissection was reported. Complaint conclusion: the complaint received states that this (B)(4) study patient had inaccurate stent placement, mi, and dissection peri-procedurally then post procedure experienced elevated cardiac enzymes, coronary stent thrombosis and cardiac arrest. This was a (B)(6) female with medical history including chf, uncontrolled hypertension, dyslipidemia and diabetes. The indication for the index procedure was angina with positive functional study. Angiography revealed 1 99% stenosis in the 1st om and a 95% lesion in the right pda. On (B)(4) 2010, the index procedure was performed to treat two target lesions. The first lesion treated was the 1st om. Pre-dilation and implantation of four cypher stents was completed. The site noted that the second stent, which was intended to be placed proximally to fully cover the lesion, was not delivered to the intended site, and as a result was placed separately from the initial stent. A third cypher stent was placed for lesion coverage; however, a dissection was noted and a fourth cypher stent was used to treat the dissection successfully. The site reported a 0% residual stenosis with no dissection and timi 3 flow. The second lesion treated was in the right pda. Pre-dilation and successful implantation of two cypher stents was performed. The site reported a 0% residual stenosis, no dissection and timi 3 flow. Pre-procedure the ck was 77, the ckmb was not tested and the troponin was 0.01. Post procedure the ck was 75, the ckmb was not tested and the troponin was 0.18. The following day the ck was 117, the ckmb was 8.2 and the troponin was 0.81. The ECG core lab reported no new st-t abnormalities and no new q waves. The site reported no post procedure complications. The patient was discharged two days post index procedure on dual anti-platelet therapy. In 6/2010, the patient was hospitalized with chf. After treatment for the chf, the patient was discharged; however was readmitted the same day with a stroke. An MRI brain scan showed acute to subacute cortical embolic infarct involving the left occipital convexity. Medical management was the treatment of choice. This has been captured as a non-complaint. A tee was performed to rule out potential clot in the atrial appendage. During the admission for chf/stroke the first set of enzymes were ck was 190, the ckmb was 2.3 and the troponin was 0.11. The next set revealed the ck was 149, the ckmb was 3.9 and the troponin was 0.33. The next set revealed the ck was 162, the ckmb was 4.3 and the troponin was 0.74. The next set revealed the ck was 192, the ckmb was 3.5 and the troponin was 0.60. The ECG core lab reported no new st-t abnormalities. According to the discharge summary, the patient had elevated troponins in absence of chest pain or acute coronary syndrome. The discharge summary also reported a uti. The patient was discharged with residual stroke symptoms. In (B)(6) 2010, the patient was brought to the hospital via ems in cardiac arrest. She had experienced symptoms while driving, stopped the car and called for help. After ems arrived, she collapsed and became pulseless. This was a witnessed arrest and resuscitation was initiated immediately. On arrival to the ed, the patient remained pulseless, apnic and unresponsive. Pericardialcentesis was performed with return of 15 ml dark blood. Resuscitation was continued; however, was not successful. The clinical impression was sudden death of unclear etiology, cardiac arrest, asystole, respiratory arrest, ventricular fibrillation, pulseless electrical activity, possible acute mi, possible pulmonary embolism. The site reported this event as sudden cardiac death. No autopsy was performed. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot (B)(4) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. In this case the elevated enzymes presented in face of the absence of chest pain of acute coronary syndrome. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In accurate stent placement is a known potential adverse event associated with all stenting procedures. This is commonly related to patient anatomy, lesion disposition and composition, operator technique, and appropriate device selection. These issues are likely factors in this event. Thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and re-establish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. Cardiac death / cardiac arrest is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural, vessel, lesion and patient factors may have contributed to the reported events.

Manufacturer narrative:
Information received from the adjudication committee for the (B)(4) study indicated that a patient experienced a myocardial infarction, stent thrombosis and died after having coronary artery stents implanted. At index procedure, the patient was admitted for unstable angina pectoris, positive functional test for ischemia and chf and uncontrolled hypertension. The target lesions were the first obtuse marginal (om1) and the posterior descending artery (pda). The patient had 99% stenosis of the first om1. The lesion was described as 80mm in length and de novo. The reference vessel was 2.5mm in diameter. Prior to stent implantation, pre-dilation was performed with a firestar balloon. A 2.25 x 23 cypher rx stent was then implanted at the target lesion at 12atm. A second 2.5 x 28 cypher rx stent was then implanted proximal to the first stent at 12atm, but this stent was not placed in the intended site and did not overlap as intended proximal to the first. After the second stent was deployed and angiography was performed the second stent was found to be 4-5 mm short of the first stent, necessitating placing another stent in between the first two stents to close the gap. There was no positioning problem experienced. There was no difficulty or resistance during deployment. A third 2.5 x 8 cypher rx stent was then overlapped at 14atm between the first and the second stent to cover a gap between the two. A fourth 3.5 x 23 cypher rx stent was then implanted proximal to the first stent at 12atm. All four stents were post-dilated as part of standard procedure. Post procedure stenosis was 0%. The second target lesion was a 95% stenosis of the pda. The lesion was described as 48mm in length, de novo and anatomically complex. The reference vessel was 2.5mm in diameter. A 2.25 x 23 and 2.5 x 23 cypher rx stent were overlapped to fully cover the lesion after pre-dilation. Post procedure stenosis was 0%. Both stents were post-dilated as part of standard procedure. The patient was discharged the two day post index procedure without any indication of angina. Additional medical history included hyperlipidemia, hypertension, lvef normal (> 50%), congestive heart failure, diabetes mellitus type I, smoking (within 30 days), anemia, gi av malformation and mild renal artery stenosis, and stroke. Approximately eleven months post-procedure the patient expired. The patient died from cardiac arrest. The (B)(6) committee has adjudicated that there because there is no evidence to discount an mi or a thrombotic event, there is a possibility that these events may have occurred and contributed to the patient's death. The products were not returned for evaluation and testing. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction, stent thrombosis and death are known potential adverse events associated with placement of coronary artery stents. Based on the available information no conclusion can be made regarding the relationship of the events and cypher stent implanted at index procedure. This patient's extensive medical history put her at an increased risk for mace. There is no evidence of a design or manufacturing related issue therefore no action will be taken. Please note that this medwatch report represents one of six products involved with this event which is associated with mfg. Report # 3003742446-2010-00400, 3003742446-2011-00111, 3003742446-2011-00112, 3003742446-2011-00113, 3003742446-2011-00114, and 3003742446-2011-00115.

Event description:
Approximately eleven months post procedure, the patient expired. The cause of death was listed as cardiac arrest (possible acute myocardial infarction). The patient was admitted for unstable angina pectoris, positive functional test for ischemia and chf and uncontrolled hypertension. The target lesions were the first obtuse marginal (om1) and the posterior descending artery (pda). The patient had 99% stenosis of the first om1. The lesion was described as 80mm in length and de novo. The reference vessel was 2.5mm in diameter. Prior to stent implantation, pre-dilation was performed with a firestar balloon. A 2.25 x 23 cypher rx stent was then implanted at the target lesion at 12atm. A second 2.5 x 28 cypher rx stent was then implanted proximal to the first stent at 12atm, but this stent was not placed in the intended site and did not overlap as intended proximal to the first. After the second stent was deployed and angiography was performed the second stent was found to be 4-5 mm short of the first stent, necessitating placing another stent in between the first two stents to close the gap. There was no unusual force used at any time during the procedure. There was no positioning problem experienced. There was no difficulty or resistance during deployment.

Manufacturer narrative:
A third 2.5 x 8 cypher rx stent was then overlapped at 14atm between the first and the second stent to cover a gap between the two. A fourth 3.5 x 23 cypher rx stent was then implanted proximal to the first stent at 12atm. All four stents were post-dilated as part of standard procedure. Post procedure stenosis was 0%. The second target lesion was the pda. The patient had 95% stenosis of the first om1. The lesion was described as 48mm in length, de novo and anatomically complex. The reference vessel was 2.5mm in diameter. A 2.25 x 23 and 2.5 x 23 cypher rx stent were overlapped to fully cover the lesion after predilation. Post procedure stenosis was 0%. Both stents were post-dilated as part of standard procedure. The patient was discharged the two day post index procedure without any indication of angina. Approximately four months post index procedure, the patient experienced confusion, left sided weakness, slurred speech and visual field cuts. The diagnosis was a stroke (cva/tia). The stroke resolved with sequelae after four days and was medically managed. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of six products involved with this event which is associated with mfg. Report # please note that this medwatch report represents one of six products involved with this event which is associated with mfg. Report # 3003742446-2010-00400, 3003742446-2011-00111, 3003742446-2011-00112, 3003742446-2011-00113, 3003742446-2011-00114, and 3003742446-2011-00115.